Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately 10 ml and was not contained within the instrument. The instrument operator was alerted to the leak when the instrument generated diluent comparison out of limits errors. The instrument operator was wearing a lab coat, gloves, and glasses at the time of the event. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer via telephone. Cts assisted the customer in replacing cut tubing at feed-through fittings (ff173 to 183) on pinch valve pv49. The leak was resolved. Bec field service was not dispatched to the site. (B)(4).